Event description:
It was reported that there was a connection issue between a minicap transfer set and solution bag two (2) times; further described as ¿the dialysate and the t-set were not separated¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a blue connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connecter and main body. Functional testing including clear passage and clamp function testing were performed with no issues noted. The transfer set was connected to the returned blue connector and an in lab mini cap and leak tested and no issues or leaks were observed. The reported connection issue was not verified. The cause of the separation was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.